Event description:
On (B)(6) 2014, the distributer contacted animas and reported an air bubble issue at the luer connector. The patient reportedly filled the reservoir with room temperature insulin, had pushed the air bubbles out and would let the reservoir sit for 30 minutes prior to attaching it to the infusion set and the pump. Air bubbles reportedly formed afterwards. It was noted that the diabetic nurse tried to provide assistance to the patient to figure out the cause of the air bubbles and was unable to. The patient reportedly tried different insulin lots while on the phone with customer support and the issue was not resolved. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.